Manufacturer narrative:
MDR being submitted as a result of a retrospective complaint review. Review of the device history records revealed no manufacturing, processing or design related irregularities. The instrument was found to be properly manufactured and released in accordance with the device master record. Additional information provided by the sales rep revealed the surgeon is breaking the inserters when he is removing the trial, instead of using the slap hammer. He moves the instrument back and forth until the trial can be pulled out.

Event description:
The tip of the instrument broke.